Event description:
"Via e-mail from (B)(6) to (B)(6) (cardinal rep): the surgeons were complaining that the bard-parker blades in the davinci packs were dull, and they were unable to utilize them. Please advise on how you would like to proceed. Bard is the manufacturer for the blades- cardinal prepares the pack with an abundance of items from different manufacturers. We then purchase the packs from medline. Davinci pack (sbaocdpsri), lot: 345817, lot: 345817. Item: 371111, lot: 0380308. Item: 371110, lot: 0396298. Item: 371115, lot: 0346310, lot: 0346310."